Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 425 mg/dl. Customer fell in (B)(6) causing injury to her knees and breaking her arm. Two weeks prior to call, customer was hospitalized due to needing surgery because of staph infection in her knees. Customer was in the intensive care unit and was treated with insulin drip for three days as blood glucose was high. Customer was wearing insulin pump at the time of hospital visit. Customer declined troubleshooting stating that high blood glucose was due to staph infection and not insulin pump.